Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was difficulty operating, pen needle not detaching and clogged with a bd pen ndl¿ 32g 4mm 100ct germany roche. The following information was provided by the initial reporter, translated from (B)(6) to english: it is difficult to fix some needles from the packaging and they are also hardly permeable. Cust. Has to also push on the pen many time until the insulin comes from the needle before he doses. Customer has also different pens on which he tried it.

Manufacturer narrative:
H.6. Investigation: 28 sealed 32g x 4mm pen needle samples were returned from lot. No. 7241729 cat. No. 320658 and 40 sealed 32g x 4mm pen needle samples were returned from lot. No. 7117580, cat. No. 320667. Visual examination and a clog test as per tp700483 were carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that there was difficulty operating, pen needle not detaching and clogged with a bd pen ndl¿ 32g 4mm 100ct germany roche. The following information was provided by the initial reporter, translated from german to english: it is difficult to fix some needles from the packaging and they are also hardly permeable. Cust. Has to also push on the pen many time until the insulin comes from the needle before he doses. Customer has also different pens on which he tried it.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause could not be determined and complaint not confirmed.

Event description:
It was reported that there was difficulty operating, pen needle not detaching and clogged with a bd pen ndl¿ 32g 4mm 100ct germany roche. The following information was provided by the initial reporter, translated from german to english: it is difficult to fix some needles from the packaging and they are also hardly permeable. Cust. Has to also push on the pen many time until the insulin comes from the needle before he doses. Customer has also different pens on which he tried it.